Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported history/settings issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that on the day of the complaint there was a power-on-reset after a battery change early in the morning, delivery was not resumed until about 12 hours later. The total daily delivery added up correctly and reflected the user¿s basal program. Using the returned caps, the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidents. The total daily delivery showed the correct units delivered during the 24 hour. An audio bolus and a normal bolus were delivered and recorded correctly. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose (bg) readings at 600 mg/dl with polyuria, polydipsia, extreme drowsiness, muscle cramps and generally not feeling well. It was reported that the patient the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Review of potential causes for inaccurate delivery issues found that the basal history did not match the active basal program. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an inaccurate delivery issue of unknown causes.